Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker was reset and the power cord connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would nt boot up. No pt injury was reported.